Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos, and 1 used sample submitted for evaluation. The reported issue of leakage at catheter junction was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no observable defects or damages present. The needle, connector, cap, and extension set of the device were not returned with the sample. Blood was also observed on the sample. The sample than underwent functional leakage testing. The sample was connected to a luer lock syringe without issue and no leakage was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at connection. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about leakage observed from the connection between the catheter adapter and external male luer connector.